Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the head tube on the right side is stripped on the seat frame, causing the right fork to fall out.